Manufacturer narrative:
(B)(6). The device was visually evaluated and the anchor is confirmed to broken at the eyelet of the anchor, and still loaded on the introducer device. The broken tip was not returned for evaluation. The tines of the introducer are bent over. There is also a spiral counter clockwise crack along the body of the anchor. The damage along the body of the anchor is consistent with torsional load. Due to the condition of the returned device a full dimensional analysis could not be performed. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when the healthcare professional screwed the anchor into the bone it breached. The procedure was a rotator cuff repair. The device broke distally and was removed completely from the patient. A backup device was available and was used to successfully complete the procedure. There were no reported patient injuries. No other complications were noted.